Manufacturer narrative:
Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer followed-up over-the-phone and instructed the customer to perform a version up on maintenance, which did not resolve the issue. On 21-mar-2018, the fse reproduced the 2251 no rack movement by sample loader x1-step feed error message by running a rack rotation in the maintenance program. The fse verified proper alignment of the x1 pitch sensor flag. The fse found that the detent flag for rack position was not functioning as expected. The fse replaced the pip electric board and ran rack rotation test to verify with rotation of rack in the sample loader. The aia-2000 instrument was performing within specifications; no further action was required by the fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: the 2251 no rack movement by sample loader x1-step feed cause: the rack transfer detection sensor failed to detect rack movement during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to a faulty pip electric board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting 2251 no rack movement by sample loader x1-step feed error message while running quality controls (qc) on the aia-2000 instrument. The customer had performed an all set home, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The pip electric board was returned to the tosoh instrument service center (isc) for investigation. Functional testing of the returned pip electric board could not duplicate the reported event. The pip electric board functioned as intended. The most probable cause of the reported event could not be determined. The pip electric board passed functional testing during in-house investigation. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The isc group received the part but it was lost therefore, further evaluation could not be performed.